Manufacturer narrative:
Upon investigation of the actual device used in this incident found orders do not show up for the patient. A technical support specialist verified that the services and data synchronization log were functioning properly and confirmed that the patient order was displayed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders did not show up for the patient. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.